Event description:
It was reported a patient's atrial lead presented with noise. The lead was explanted and replaced in a procedure on (B)(6) 2022. During procedure, an insulation breach was also noted. Post-procedure the patient was stable.

Manufacturer narrative:
The reported events of noise and insulation damage were confirmed. As received, a complete lead was returned in three pieces. An external insulation abrasion was found distal to the suture sleeve tie impression breaching the outer insulation and exposing the outer coil. The cause of the reported events was due to the external insulation abrasion found with exposed outer coil which is consistent with friction to another device or feature of the patient anatomy.